Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is suspected of inappropriately delivering anti-tachycardia pacing (atp) due to atrial driven tachycardia. Device reprogramming was discussed. No adverse patient effects were reported.

Manufacturer narrative:
This a correction report, this was a non reportable event. This malfunction is not likely to cause to serious injury should it recur as therapy was not compromised. No adverse patient effects were reported. Mr.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is suspected of inappropriately delivering anti-tachycardia pacing (atp) due to atrial driven tachycardia. Device reprogramming was discussed. No adverse patient effects were reported.